Event description:
Same case as MDR ID: 2134265-2015-01853. It was reported that the catheter froze on the wire, removal difficulties, and a shaft break occurred. The concentric, totally occluded target lesion was located in the non tortuous and severely calcified superficial femoral artery which had a vessel diameter of 4.5mm. A v-18 control wire was advanced using a crossover technique and then a 4.0mmx60mmx135cm sterling¿ balloon catheter was advanced into the stenosis. The balloon was repeatedly dilated to 12atms. After fully deflating the balloon, the physician attempted to remove the balloon catheter over the wire; however, it was found that the catheter was froze on the wire and removal was not possible. The physician then attempted to remove the v-18 control wire and was unable to. The wire and the sterling balloon catheter were then removed together with very strong resistance. When the devices were outside the patient it was noted that the sterling balloon catheter was pulled ¿very long¿ and the distal shaft was missing. The patient was sent to the operating room and the detached distal shaft was successfully removed. No additional patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device returned to MFR: returned product consisted of a sterling balloon catheter with the guidewire for the related complaint. The guidewire protruded 18.5cm from the distal end and 41cm from the hub. There was blood in the guidewire lumen. The majority of the inner shaft was buckled and stretched. The outer shaft separated with a hole in the outer shaft. The outer was necked down in two locations and buckled at the hub. The inner shaft was separated. The separated ends of the shaft were stretched and jagged which indicates the separation was due to tensile overload. The inner diameter of the catheter could not be measured as the guidewire was stuck inside the lumen of the distal shaft and was unable to be removed. The od of the guidewire was measured and was consistent with a .018¿ guidewire. The distal end of the catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter froze on the wire, removal difficulties, and a shaft break occurred. The concentric, totally occluded target lesion was located in the non tortuous and severely calcified superficial femoral artery which had a vessel diameter of 4.5mm. A v-18 control wire was advanced using a crossover technique and then a 4.0mmx60mmx135cm sterling balloon catheter was advanced into the stenosis. The balloon was repeatedly dilated to 12atms. After fully deflating the balloon, the physician attempted to remove the balloon catheter over the wire; however, it was found that the catheter was froze on the wire and removal was not possible. The physician then attempted to remove the v-18 control wire and was unable to. The wire and the sterling balloon catheter were then removed together with very strong resistance. When the devices were outside the patient it was noted that the sterling balloon catheter was pulled "very long" and the distal shaft was missing. The patient was sent to the operating room and the detached distal shaft was successfully removed. No additional patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).